Event description:
It was reported by the patient that the lead had failed. The patient's leads were capped and pulse generator were explanted as the patient had breast cancer. No adverse patient effects were reported.